Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was extended and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed the lead tip appeared normal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted for a conduction system pacing implantation. The physician removed the helix with eight to nine turns using the locking tool and then inserted the lead into the septum, rotating it approximately ten times. The physician punctured the septum once, then aligned the lead and cleaned the helix. Furthermore, the physician proceeded in the same manner as before and again pierced the septum. When the helix was attempted to be cleaned, it was slightly crooked in appearance. It was then attempted to be tightened however it no longer penetrated the lead. Subsequently, a different lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer. At this time, it has yet to arrive at boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this lead was an attempted for a conduction system pacing implantation. The physician removed the helix with eight to nine turns using the locking tool and then inserted the lead into the septum, rotating it approximately ten times. The physician punctured the septum once, then aligned the lead and cleaned the helix. Furthermore, the physician proceeded in the same manner as before and again pierced the septum. When the helix was attempted to be cleaned, it was slightly crooked in appearance. It was then attempted to be tightened however it no longer penetrated the lead. Subsequently, a different lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer. At this time, it has yet to arrive at boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this lead was an attempted for a conduction system pacing implantation. The physician removed the helix with eight to nine turns using the locking tool and then inserted the lead into the septum, rotating it approximately ten times. The physician punctured the septum once, then aligned the lead and cleaned the helix. Furthermore, the physician proceeded in the same manner as before and again pierced the septum. When the helix was attempted to be cleaned, it was slightly crooked in appearance. It was then attempted to be tightened however it no longer penetrated the lead. Subsequently, a different lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer. At this time, it has yet to arrive at boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains updated information in section h11: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was extended and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed the lead tip appeared normal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Of note, no lead issues were noted that would have made perforation of the septum more likely than what is described in the instructions for use for this lead as a known inherent risk of the use of this product.